Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose. Despite attempts to resolve the issue by using different wall outlets and charging equipment, the pump did not begin charging. Consequently, technical support decided to replace the faulty pump, and the customer planned to use a backup insulin pump in the interim.